Manufacturer narrative:
Patient information not applicable due to the event involving the physician, and not the patient. Device evaluation: typical kink and lase. 2/3 of fibers are dead; breach in jacket.

Event description:
During a lead extraction procedure, a 14f glidelight device was in use. During use, while lasing was occurring and physician was pushing the shaft along the targeted lead, he felt a sensation described as a burn or a shock after approximately one minute of lasing. Area to hand reported to be between thumb and inside of index finger. The event burnt through one layer of glove (he was double gloved for the procedure) and there was no topical injury to his skin. Patient procedure was completed without the laser catheter per operative plan. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.

Manufacturer narrative:
(B)(4).